Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time (2019-03-05) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4). Maquet cardiopulmonary did not request the product since the received photo clearly shows the damage on the unitary. Device history record was reviewed. There were no references found which are indicating a nonconformance of the product in question. Getinge cp antalya has also investigated the complaint. One nc record was found with similar issue.(nc (B)(4)). The vendor batch of the product within the nc is same with the complained vendor batch of the product. Regarding this nc, scar (B)(4) has been initiated. The supplier stated that, this is common problem of abs material when impacted by mechanical force. The supplier sorts out the affected materials during production. The supplier informed that, they did not change anything and the working tool was checked, no deviation was found. According to the supplier, the issue can happen during transport. As a result, the reason of this problem is the material of the product and the material should change. Design change request #(B)(4) was initiated with regard to this issue. Based on this failure could be confirmed. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The packaging tests regarding pinhole, tear, gaps on sterile bag were performed (dms #2916417 v1). According to the test result, the sterile bag was met the all requirements of visual inspection, dye penetration, peel test, seal strength and foil integrity tests.

Event description:
It was reported that trays were damaged . The bottom of the tray is different, thinner than before. Trays that are fully damaged and not sterile anymore. Complaint: #(B)(4).